Event description:
It was reported that tandem pump due to a persistent cartridge error, which he had previously been able to fix but had now rendered the pump unusable. The customer experienced blood glucose levels in the 500s mg/dl range due to the issue, yet he managed this by administering a correction bolus via the pump and required no third-party assistance. Technical support contacted him, confirmed the problem, and decided to replace the pump. The customer was instructed on returning the faulty pump and assured that the replacement device would come with necessary software updates. Additionally, he was advised to reprogram his settings and connect his cgm to the new pump. There was no further requirement for customer technical support action as the pump replacement was initiated.